Event description:
Customer reported he received notice about the voluntary recall regarding the scroll wrap feature. Customer also reported that the screen on his insulin pump is scratched and is difficult to read. Customer's blood glucose is 52 mg/dl. He treated with food. Customer is also on dialysis. The damage is from normal wear and tear. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.